Event description:
On (B)(6) 2013 patient's father reported patient has not been getting any insulin for about 2 days. Father stated the patient had a leaky cartridge. Father reported this issue occurred a couple of days ago, and when the patient went to change the cartridge, outside where the plunger was, was wet. Father stated all of the connections were secure and the leak was in the cartridge, leaking out of the back of the cartridge near the plunger. Father reported he also thinks the infusion device is not delivering insulin. Father stated the infusion device was beeping and has been beeping like this for a long time. Father reported the infusion device has been beeping like this for a couple days. Checked error history; customer has had occlusion errors. Father stated when the infusion device was beeping due to occlusions and when he had the leaky cartridge, the patient's blood glucose level went up to 500 mg/dl. Patient's normal range is lower; no exact number was provided. Father reported the patient was able to self-treat with insulin injections; no outside assistance was necessary. Patient's blood glucose level is back to a normal range; patient is currently off of the infusion device and using injections. Father stated the cartridge, infusion set, and strips have been discarded. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion: the complaint describing a leakage cannot be verified. Result cartridge: no sample was received for examination. A retain sample was visually and the leak tested. The retain sample passed the visual test and the leakage test at different positions of the plunger rod. Pump: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Adapter: no product returned. The problem mentioned by the customer could not be reproduced. Device was not returned.